Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A lasik coordinator reported secondary energy was too high during a right eye procedure. The message displayed after treating the patient for 11%. The system was attempted to be restarted but the message persisted. The procedure was not completed. Only lasik flaps were created. The patient is scheduled to return to complete the procedure.

Manufacturer narrative:
During technical onsite visit, the field service engineer (fse) replaced assembly and monitor, as well as main deflector and focus lens. The system working within company specs per service test procedure. The root cause could not be determined conclusively. The possible root cause is a faulty assembly or the worn optic parts. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. Energy sensor was received: visual inspection of the energy sensor showed no obvious damages or other deviations like pollution or burnings. During logfile review, the reported issue could be confirmed. The secondary energy too high error message occurred. Malfunction could be confirmed during logfile review. The field service engineer (fse) replaced the energy sensor. No further complaints have been opened since this sensor was replaced. The most possible root cause is a worn energy sensor. The manufacturer internal reference number is: (B)(4).